Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported problem of 'failed occlusion test x3' 'could not be confirmed in the event history log as not enough information was provided to determine the relevant ehl messages. The problem was not reproduced. Evaluation inspected the device and found device to pass upstream/downstream occlusion testing. The reported condition 'failed occlusion test' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed occlusion test. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.